Event description:
It was reported that the patient had the stimulator for eight years, but it was confirmed the stimulator quit working about a year prior to the report; it was unclear on why it quit working. It was noted it was not recharged but the patient¿s device was non-rechargeable. It was decided to not replace the device because putting the patient through general anesthesia would cause complications and the patient would drop a level of her dementia. The patient¿s healthcare provider (hcp) said it would not hurt anything to leave the system in; it was consumer choice to leave the system in. It was reported the patient was in the process of dying, kept getting weaker, and dehydrated. Within the last month she had been hospitalized for 10 days with pneumonia, dehydration, and ¿all that.¿ the patient fell pretty much every day, butt first, and when she would get up she would take her right hand and rub the right side; tha it¿s where she was getting the pain. The patient always had pain and that¿s what the stimulator was for but it was asked if the system could be causing the patient additional pain since she would fall on it. It was unclear if it was adding more pain when she would fall since the patient always touched that side after she fell. It was noted it seemed it was in place. The additional pain was noticed the month prior to the report. It was reported that the patient was put in hospice the month prior to the report as well and was no longer getting norco, and only receiving ¿25mcg or whatever¿ of fentanyl patch. The patient had previously been getting ¿four 10mg norco, non prn per day,¿ on top of the working stimulator. The question of if the system could cause the patient more pain was asked because they wanted hospice to take into consideration the patient¿s stimulator when treating the patient¿s pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).